Event description:
It was reported that the atrial lead had fluctuating impedance that were sometimes high and the pacing was not effective any longer. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking, was torn, was breached cut, and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted the lead had apparent explant damage. There are three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and two sets is in the correct position. It cannot be determined when but, at some time, the lead was not fully inserted into the device. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace lead impedance trend data show various spike increase for max atrial pace bi impedance = 494 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2012.